Event description:
It was reported that this right atrial (ra) lead had a sudden spike in pacing impedance that resulted in a lead safety switch (lss). Technical services (ts) reviewed the reports and noted oversensing of noisy signals that led to a false atrial tachy response (atr) episode as a result of the lss programming. Ts suggested programming and troubleshooting actions. The lead remains in use. No adverse patient effects were reported.